Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a return of symptoms. The pt's spasticity was stated as "severe". The pt was also "shaky" and could not sleep. The physician planned to give the pt a bolus to see if there was a response from that intervention. Further troubleshooting would be considered. The medication being delivered via the device was lioresal. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.